Event description:
On or about (B)(6) 2011, the pt underwent foot surgery, using a hammerlock implant for hammertoe. The pt returned to the physician on (B)(6) 2011. At this visit, x-rays were taken and revealed that the device was fractured.

Manufacturer narrative:
Bme was notified of the event via citation issued by (B)(6) on (B)(6) 2012. The MFR has no additional info.